Manufacturer narrative:
E2/e3: information was asked. But unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. Initial reporter address: (B)(6), postal code (hospital): (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during cleaning and disinfection. The subject device had water leakage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle endface of distal end is chipped (distal end glass chipped), the light guide bundle has many broken filaments. Water leakage was found during service inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage was caused by a physical damage of the device, the light guide bundle endface of distal end is chipped (distal end glass chipped) was caused by a component failure of the distal end, noise in the video connector was caused by a component failure of the video connector and the light guide bundle has many broken filaments (light guide bundel broken was caused by a component failure of the light guide bundle. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.